Event description:
It was reported that the radio frequency ablation generator had a radio frequency power display malfunction. The generator was returned for service. The return paperwork indicated that there were no patient complications reported as a result of this event.

Event description:
It was reported that the radio frequency ablation generator had a radio frequency power display malfunction. The generator was returned for service. The return paperwork indicated that there were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Rf (radio frequency) power, 7 segment, lcd (liquid crystal display) is out of electrical specification.